Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 2 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device. There were no missing pieces. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1511805) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch form #s 3004939290-2015-00320 & 3004939290-2015-00322.

Event description:
The following information was reported: the balloon ruptured on two devices. The first balloon ruptured during inflation of the balloon. The second balloon ruptured during prep. A third mynx vascular closure device was used to successfully achieve hemostasis. The patient was not hospitalized. Vessel type: arterial.